Manufacturer narrative:
Reliability analysis evaluated 2 opened/used reservoirs. Inspected reservoirs, snap-cap, and septum for anomalies. None were found. Ran occlusion test as follows: reservoir filled with diluent, and connected to a new infusion set. Installed reservoirs and connector into a 5xx insulin pump. Performed pump manual prime. Saw fluid flow through infusion set and out catheter tip. Conclusion: reservoirs not occluded. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the device alarmed a motor error alarm. Customer's blood glucose was 535 mg/dl. Device did not alarm a no delivery alarm during manual prime. After troubleshooting, customer was advised the reservoir will be replaced. Customer agreed to return the reservoir for analysis.